Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufactuer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference nimber (B)(4).

Manufacturer narrative:
Getinge became aware about an incident with one of the washer disinfector- 88-5 model number. As stated by technician who visited the facility, significant overheating occurred on the incoming electrical connection of the device. The issue did not develop, because by design the fuse tripped immediately. Based on the information collected to date it was established that the issue started from the external electrical network and was not connected with the getinge device. According to information provided, the instruments weren¿t damaged as well as no injury was reported. However we decided to report the issue based on the potential as significant overheating of the device may lead to an adverse event. It was established that when the event occurred, the device did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. The device was not under getinge service agreement and no data about pms performed are available. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has to date never lead to serious injury or worse. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with 88-5 washer disinfector. As it was stated, the significant overheating of the device occurred on the connection between terminals and incoming current. There was no injury reported however we decided to report the issue based on the potential.